Manufacturer narrative:
(B)(4).

Event description:
It was reported the ez-io power driver was being used for an insertion. The power driver had a green light indicating power. During needle insertion, the patient's skin was penetrated. At which time, they lost torque and had no power. As a result, it was inserted by hand. They do not know if this caused a delay in treatment and there was no patient death or complications reported.

Manufacturer narrative:
(B)(4). The customer returned one ez-io driver which was visually examined and subjected to mechanical tests including an rpm evaluation, sawbone insertion simulation, and force to bog down test. No defects or anomalies were observed, the led indicator light flashed green when the trigger was activated and a review of manufacturing records did not yield any relevant findings. The driver demonstrated sufficient power to complete medium and hard bone insertions. Therefore, the reported complaint could not be confirmed. The provided instructions state "important: use gentle-steady pressure. Do not use excessive force. Allow needle set rotation and gentle downward pressure to penetrate bone." Factors that could have contributed to this event are excessive force used on the driver and bone density. No further action will be taken.